Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 days following the valve implant of the bioprosthetic transcatheter aortic valve the patient developed third degree atrio-ventricular block and tachybradycardia syndrome before discharge. A permanent pacemaker was implanted this same date. Hospitalization was prolonged as result of the events. The event resolved the day following the pacemaker implant. The physician in dicated the event was probably related to the implant procedure and the valve.

Event description:
Additional information was received which updated the outcome of the event to resolved with sequelae.

Manufacturer narrative:
Updated data: b5. D3. D4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.